Event description:
Additional information was received from the manufacturer's representative. It was noted that the date the colostomy was placed was not available. The infection was noted by the patient's physician on (B)(6) 2025. The physician was informed by the hospice team. It was also noted that the pump had last been filled (B)(6) 2024. The patient had back surgery and the pump was placed at minimum rate at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2017-01-19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had redness and swelling at the pump pocket, and the medical edge of the pocket was open and the edge of the pump was visible. Factors that may have contributed to these symptoms included a colostomy that was placed within close proximity to the pump site due to the patient's terminal cancer, and the contaminant may have caused infection at the pump pocket site. The pump was explanted, and there was a partial catheter removal. The pump was discarded by the hcp and the pump will not be replaced. The issue was resolved at the time of this report, and the hcp has no further information regarding this event.